Manufacturer narrative:
H11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced separation of a transfer set. It was further reported the "white, light blue, and navy-blue part of transfer set came completely off the tubing on the transfer set " during treatment. It was reported that the patient then put a clamp of pt surgical pd catheter. The patient went to the pd clinic and the transfer set was changed. The patient was given unspecified oral antibiotics. Seven days later, the patient presented to the pd clinic again with cloudy fluid and abdominal discomfort and unspecified intraperitoneal antibiotics were started. Twenty-six days after the intraperitoneal antibiotics were started, the patient presented to the pd clinic with "another cloudy effluent drain bag". The transfer set was changed again. The cause of the separation was not specified. It was reported the patient was not hospitalized for the events. It was reported that the patient ¿continued on antibiotics¿ for 19 days. At the time of this report, the pd effluent was clear, and action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.